Manufacturer narrative:
1. DHR/bhr review lot 3199702. 1 this batch of products were assembled at intima ii auto line 4 in august 2023, and packaged at (B)(4) package line in august 2023. Work order quantity was (B)(4) ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos returned. 3. Functional test (45psi leakage test) is conducted on the retained sample of the complained batch. The test is passed, and no abnormality is found at the extension tubing. Please refer to the attached test report. 4. Sku 383012 is an intima ii product (pvc extension tubing). The intended use for the bd intima ii product is the intravascular administration of fluids. The forcing of liquid through the product during enhanced CT may cause the extension tubing to rupture. 5. This product (sku 383012) has never been declared to be used for high-pressure injection. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: since no abnormalities are found in the process and retained sample, no similar complaints have been received from other hospitals about this batch of products, and this product is not suitable for high-pressure injection, the root cause of the sudden breakage of the extension tubing during enhanced CT is related to the wrong use of the product.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked with power injector. During the CT examination of the patient, an enhanced CT scan of the entire abdomen was performed. The patient's blood vessels were in good condition. The indwelling needle was checked before injection and was intact. No abnormalities were found in the skin test and high-pressure syringe test injection. During the formal scan, when the high-pressure syringe was used to inject 50ml at a rate of 3.0ml/sec, the extension tube of the indwelling needle suddenly broke and leaked medicine like a shower. The inspection technician and nurse immediately stopped the injection. The nurse reused the same batch number of indwelling needles to perform venipuncture and then gave the patient a new contrast agent. This incident caused the patient to receive an excessive contrast dose, which may impose a certain burden on the patient's renal excretion.